Manufacturer narrative:
The lot was manufactured between march 26, 2019 and march 27, 2019. Three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including system level testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) sterile repeater pump tube sets were leaking at the point where the tubing was fused to the luer lock connector. The leaks were identified during setup. There was no patient involvement. No additional information is available.